Manufacturer narrative:
A follow-up report will besubmitted upon ompletion of th investigation.

Event description:
It was reported to philips that the battery pca has bent pins.there was no reported patient involvement.